Manufacturer narrative:
Device malfunction is suspected.

Event description:
It was initially reported that the pt was having revision surgery for his generator due to complete battery depletion, which was delivered by the neurologist to be depleted for approximately 6 months. Communication with the implanted generator was not successful with the company rep's programming system, nor the surgeon's programming system, so the generator was then replaced. During the revision surgery, the surgeon observed that "the wires were split and he could see the wires." The lead was replaced in addition to the generator. It was mentioned that the pt was having a recent increase in seizures that started a few months prior. Info rec'd from the treating neurologist's office indicated that there is no known trauma at this time. There were no diagnostics performed at the last office visit in (B) (6) 2008. The last known good diagnostics performed in 2006 were within normal limits. The lead and generator have been returned to the MFR for analysis, but it has yet to be performed.